Event description:
It was reported by the customer that a pyxis medstation es system had a door failure. The customer stated that the tower door 1 is cracked all the way through causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a broken door. The field service engineer replaced the door to resolve the issue. The system functioned as intended after the filed service engineer troubleshooted the device.